Manufacturer narrative:
Patient had a history of hyperlipidemia, hypertension, diabetes, previous mi and ischemia. The index procedure was prompted by unstable angina and mi. One resolute onyx stent was implanted in the 1st diagonal during the index procedure. This device caused a dissection of the distal edge of the 1st diagonal artery. The dissection was treated with implant of a second resolute onyx stent. The investigator has assessed the event as not related to the device or anti platelets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A grade a dissection was reported. No action was taken.